Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6). Implanted: (B)(6) 2014 explanted: (B)(6) 2025 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the company representative reported that there were no known issues with the pump.

Event description:
Additional information was received from a company representative (rep) via the return paperwork and it was reported the reason for the pump removal was a malfunction.

Manufacturer narrative:
H3. The pump was returned for analysis and the returned device passed all testing in the laboratory and no anomalies were identified. H6. Correction: device code: a01 is also applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda; product ID: 8780 (unknown serial/lot); product type: 0184-catheter; implant date: (B)(6) 2014; explant date: (B)(6) 2025; UDI: (B)(4); ubd: 2016-05-14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (baclofen) (2000 mcg/ml at 24 hour dose is 228 mcg/ml) via an implantable pump. It was reported that a scar tissue had formed on the original pump segment of the 8780. The surgical team believed that the scar tissue may have caused an obstruction in the catheter. The physician removed the scar tissue and the pump segment of original 8780. They replaced with new pump segment from an 8780. The patient was experiencing symptoms of underdose. A catheter dye study was performed on (B)(6) 2025 and unable to draw anything from the catheter access port (cap) in the pump. The physician was called for a revision. The cause of the event was unknown. The pump was replaced with 86-20. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.